Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had five infusion sets and back to back faced tape not sticking event on (B)(6) 2026. The sets fell off after inserter removed. No further information available.